Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The air needle valve was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the air needle valve had a large leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the air leak did not affect the unit's ability to ventilate, therefore, the initial reported event was not hazardous and was not reportable.